Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to an out of tolerance thermistor. The root cause for the out of tolerance thermistor was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack and reported that the battery was unable to power on a monitor.